Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported from the fcs through the edwards hotline, approximately 4 years and 1 month post transfemoral tavr procedure with a 23mm sapien 3 valve in the pulmonic position, the patient was presented with severe pulmonary valve regurgitation via echo. The patient is being scheduled for a pulmonic valve replacement. Per review of medical records, the patient had history of a 23mm sapien 3 valve in a right ventricle- pulmonary artery conduit (23mm pulmonary valve homograft). Approximately 4 years and 1 month post tpvr implantation, the patient presented with increased gradient across the s3 valve, with peak gradient of 70 mmhg, mean gradient 33 mmhg and severe pulmonary insufficiency. The patient was diagnosed with recurrent moderate to severe pulmonary stenosis. In comparing with previous year echocardiogram side-by-side (19-may-2021), the rv dilation is at least moderate and appears unchanged. A valve in valve procedure was recommended.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed based on medical record. A review of the device history record, lot history, and complaint history did not identify any manufacturing nonconformances that would have contributed to the reported event. It should be noted that the sapien 3 thv was deployed in pulmonic position within a conduit using a commander delivery system via transfemoral approach, which was not an indicated use of the device at the time of original implantation. Therefore, this was an off-label operation. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, a definitive root cause of the stenosis was unable to be determined at this time due to insufficient information. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, medical records revealed that patient had moderate to severe pulmonary valve stenosis, which could have interfered with proper leaflet functionality (e.g., thickening), resulting in central regurgitation. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified, no corrective/preventive action nor product risk assessment escalation is required.